Event description:
During a laparoscopic cholecystectomy, a structural balloon trocar popped into pieces inside the body. The surgery was converted to an open cholecystectomy to retrieve the piece that dislodged from the actual device in use. Based on the information provided by the risk management department at the hospital, the piece was successfully removed and the patient discharged without any other complications.